Event description:
A distributor contacted zoll on (B)(6) 2015. The patient's skin was raw, bleeding and oozing underneath the garment. The patient's physician requested that the patient remove the device until the rash cleared up. Follow-up indicated that the rash was improving.

Manufacturer narrative:
Evaluation method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.